Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 200's mg/dl and 260mg/dl. No action had been performed to address the elevated bg level. Supply changes were performed to resolve the past occlusion alarms. A system check was performed using the current supplies and the pump performed as intended. No damage to the cannula was observed. After the system check, the customer successfully delivered a bolus without an occlusion alarm declaring. During a follow-up call, the customer's bg level was 123mg/dl and no additional occlusion alarms had occurred.